Manufacturer narrative:
Analysis of production: (3331/213) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period apr 2019 through mar 2021 was reviewed. There were no triggers identified for the review period.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) had a rapid helium gas leak. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse checked and found the washer of the helium cylinder to be in good condition. The fse also checked the unit, as well as observed the unit's performance with a trainer and balloon connected, and no problem was found. The fse then performed functional and safety checks to meet factory specifications. The fse then performed all functional and safety checks to meet factory specifications. After completion of the functional and safety checks, the iabp unit was returned to the customer and cleared for clinical use.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse checked and found the washer of the helium cylinder to be in good condition. The fse also checked the unit, as well as observed the unit's performance with a trainer and balloon connected, and no problem was found. The fse then performed functional and safety checks to meet factory specifications. The fse then performed all functional and safety checks to meet factory specifications.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) had a rapid helium gas leak. There was no patient involvement, and no adverse event reported.